Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s husband reported via phone call that they were hospitalized due to high blood glucose. The customer¿s blood glucose level was over 500 mg/dl to 618 mg/dl. At the time of incidence. Customer¿s current blood glucose level was 300 mg/dl. Customer had alleging insulin pump was under delivering. Customer experienced vomiting like symptoms for high blood glucose level. Customer were treat with manual injections. The insulin pump will be returned for analysis.